Manufacturer narrative:
Additional information: report source. Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, quality control, specifications, and a visual inspection of the returned photograph of the device were conducted during the investigation. The visual inspection of the returned photograph of the device confirmed the presence of a crack in the PICC line. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, the examination of the photograph of the product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
510k #: k161496. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the single lumen peripherally inserted central venous catheter was leaking. Additional information has been requested from the customer, but no information has yet been provided. The customer confirmed that the device was not saved; accordingly, no device will be returned for evaluation.